Event description:
Drive medical has received a pt complaint about an incident involving a rollator imported and distributed by drive medical. Claimant stated that she was in the casino lobby, proceeding to walk when the front left wheel allegedly came off the rollator causing her to fall and break her hip. This MDR report is based on the information provided by (b)(\6), claimant's daughter.